Event description:
The contact stated that the customer's blood glucose was tested using the customer's contour meter and the doctor's meter (brand unk). The doctor's meter read 70 mg/dl, while the customer's contour read 300 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.